Manufacturer narrative:
(B)(4). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that on removal of a leaking cannula hub of the peripheral intravenous catheter, the hub disconnected resulting in the patient requiring cut down to remove the retained section. No injury was reported.

Manufacturer narrative:
The visual analysis of the returned protective plus showed that the returned unit had been cut off near the hub nose. Such type of damage cannot originate during the manufacturing process. From our experience when a cannula is broken in two parts a possible cause could be an improper use of the device in the following ways: a needle reinsertion. (The instruction for use clearly warns the user: "do not reinsert the needle into the catheter at any time. Use of a lancet or a scissor near the catheter: (the instruction for use clearly warns the user: "do not use scissors or sharp implements near i.v. Catheters). In this case the complaint description and the shape of the severed area, suggest a needle reinsertion as root cause of the defect.